Event description:
Low sensing, high pacing threshold, and t wave oversensing were observed which led to one vf episode. The decision was made to replace the lead.

Manufacturer narrative:
Analysis found that the insulation was abraded at 16.7 cm from the connector pin due to friction with the ICD can. The insulation of the blue cables was intact in this area. Normal electrical characteristics were observed.